Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure, the machine stopped functioning, there was no phacoemulsification. The handpiece was exchanged and the system was restarted without improvement. The system was exchanged and the procedure was completed without patient harm. The procedure time was delayed for 10-15 minutes. There are no patient identifiers available. It was also noticed that the footswitch cable was broken.

Manufacturer narrative:
Additional information has been provided in d.10, d.11., h.3, h.6 and h.10. Corrected information has been provided in b.5. The company service representative examined the system but was unable to replicate the reported event. The system was tested and met all product specifications. The footswitch cable was found to be damaged. How or when the footswitch damage occurred cannot be determined. The footswitch cable was replaced and no further issues have been reported. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Unrelated to the reported event, preventative maintenance (pm) was performed. The system was found to meet specifications; therefore, the root cause of the reported event of the system locking up cannot be determined conclusively. The root cause of the nonconforming footswitch cable cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Correction of the event details received indicated that the system stopped working during a cataract procedure. The phaco phase had not started. The handpiece was successfully tested and re-primed again however, the phaco phase did not start. The handpiece was exchanged and the system was restarted. Again, the phaco phase did not start. The system was replaced and the procedure was completed. The procedure time was delayed 10-15 minutes. The foot pedal cord was broken and the remote control did not work.

Manufacturer narrative:
Corrected information provided in b.5 (first sentence in event description amended). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure, the machine stopped functioning and the phaco phase did not start at all.